Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Customer reported the right speaker cannot be heard and the machine is presenting a loudspeaker error. It is unknown if the device was in use. There was no patient or user harm or injury reported.

Manufacturer narrative:
Philips confirmed the customer's issue. Philips performed functional testing and determined the speaker, 453564287821, ss cbl speaker8 ohm 36mm f0-380hz 5.8mm needed to be replaced. After replacing the speaker, the issue was resolved and the device is now functioning as intended.

Event description:
Customer reported the right speaker cannot be heard and the machine is presenting a loudspeaker error. The device was in use. There was no patient or user harm or injury reported.